Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited that the connecting tube had coating peeling. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 09 years since the subject device was manufactured. Based on the results of the investigation, a definite root cause that led to the malfunction could not be identified. However, it is presumed that the event was caused by stress of repeated use, external factors, or handling. The instruction manual states the inspection method associated with the event in ¿chapter 3 preparation and inspection 3.2 preparation and inspection of the endoscope". Olympus will continue to monitor field performance for this device.